Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going; device not returned.

Event description:
It was reported that the surgeon was struggling during rod persuasion. I advised him on the correct procedures of rod persuasion using both rod persuaders, rod rocker and rod pusher however still struggled when putting in the set screws. The patient had been on the table from around 10:30am and we began trying to put the set screws in around 5pm. 1.5 hours later we had managed 4 set screws on one side however during final tightening the forth set screw de- threaded. At this point the surgeon decided the patient had been on the table for to long as his face was beginning to swell. He is planning on revising the patient on friday and taking out the screw in which the set screw had de-threaded. I currently have the one contaminated set screw in a specimen bag. And will have a screw after the surgery on friday. The surgeon has requested that both the screw and set screw are to be investigated. The revision surgery took place late on friday night (B)(6) 2018. The screws used were: st273t 7.0x40mm s4 element polyaxial screws. Set screws: sw790t.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx-5000 digital microscope. Panasonic dmc tz8 digital camera. First we made an investigation of the returned set screws. Apart from some damages of the hexagon we found no damages. The thread of all screws was complete and without bending. In the next step we investigated the pedicle screw. Here we found a strange metal shaving stuck in the inner thread of the screw head. Further, we found that the inner thread of the screw head is damaged. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with the batch at hand. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume, that the shaving in the head of the pedicle screw is the stripped off thread of a set screw. Length, color and the dimension are sure indications. The damage of the inner thread of the pedicle screw is a sure indication of the assumption that the set screw was cross threaded. This is the typical root cause of the stripped threads of the set screws. No CAPA is necessary.